Event description:
It was reported that the instrument was fractured. All pieces were returned. This issue was discovered during a routine check. There was no patient involvement.

Manufacturer narrative:
(B)(4). H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. Visual examination of the returned product found it to exhibit signs of repeated use and is fractured. The complaint was confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Complaint is confirmed via product review. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.